Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving baclofen (2000 mcg/ml at 210 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient¿s pump did not show recovery for motor stall after MRI. The MRI was not related to the pump. It had been more than 2 hours since the patient exited the MRI. The pump was not alarming. No symptoms were reported. Technical services reviewed telemetry state and recommended reinterrogating the pump. The issue was not noted to be resolved, and it was indicated that there was no further information to provide regarding the event. Additional information was received from a company representative on (B)(6) 2022 and indicated the pump did successfully recover on (B)(6) 2022 around 4:45pm. The event was resolved and the patient's weight was asked but was unknown.